Event description:
It was reported that a vessel dissection occurred. The patient's peripheral vessels were highly calcified and small. Intravascular lithotripsy was performed with a non-bsc device. Then right femoral percutaneous access was obtained. A 23mm lotus edge delivery system was advanced and dissected the femoral artery. The dissection was stented successfully. A valve was not implanted.